Event description:
It was reported that only when the patient moved noise was observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded between 16.7 cm and 17 cm from the connector pin, due to friction with another device, which could cause the noise problem.